Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set was leaking. The leak was further described as ingredient leaking into the fluid path. The issue was identified during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: november 11, 2021 - november 16, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.